Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol). Approximately six months earlier the battery was at 61% remaining. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device recorded a battery depletion alert and reached end of life (eol) battery status. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific).

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol). Approximately six months earlier the battery was at 61% remaining. The device was explanted and successfully replaced. No additional adverse patient effects were reported.